Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the aortic hematoma is unknown but may be related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, a 26mm sapien 3 valve was placed in the aortic position by ta approach. The procedure was routine and during the bav an aortogram was performed, which indicated only a small leak between the annulus & the native valve. The decision was made to remove 3ml of contrast from the atrion syringe before deployment. The s3 was implanted with what appeared to be a successful result on fluro, however echo showed an aortic root hematoma. There was no calcium deposits where the hematoma was positioned.  The hematoma appeared to be contained however during the next 20 minutes an effusion occurred which was drained and resolved. The patient lost around 500ml of blood.  A chest drain was placed and only expected flow was seen. The hematoma seemed to improve during this time, however after the effusion was drained, it then developed again although contained, it still could not be seen on fluro. The physicians were unable to ascertain the cause based on the lack of calcium in the area. The decision was made not to open her chest and convert to surgery as she was highly inoperable.  She was transferred to the ICU. She died in the ICU that night.

Manufacturer narrative:
Images were received. Calcification can be seen on CT at the level of stj (above lm) and in the lvot, below the l-main. During bav, it is noted that the bav was still inflating when contrast was injected without the possibility to assess the real dimension of the annulus. After valve deployment, imaging does not show a ¿hematoma¿ as described as no procedural echo images were provided. Blushing of contrast can be observed near the l-main, which confirms annular rupture/perforation.